Event description:
This is a report from baxter (B)(4) of a no flow when connected to the patient. Another bag was prepared instead and the patient received his therapy. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The reported condition of no flow was confirmed. A leak was noticed from the infusion port. Close visual inspection to the leakage area revealed a hole in the infusion port. Batch file review did not reveal any issues related to the reported condition. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)